Manufacturer narrative:
The reported event was duplicated. Disassembly revealed debris inside the blade mount.

Event description:
It was reported that during a procedure at the user facility the device was leaking and fell apart. The procedure was completed successfully using back-up equipment with a clinically significant delay that required the use of additional general anesthesia. No other medical intervention or adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility the device was leaking and fell apart. The procedure was completed successfully using back-up equipment with a clinically significant delay that required the use of additional general anesthesia. No other medical intervention or adverse consequences were reported.